Event description:
Home pt (hp) reports pt line of homechoice set became disconnected from transfer set during last dwell of automated peritoneal dialysis treatment. Wife reports neither wife nor hp could determine how this separation occurred. Hp ended treatment and restarted with new supplies. No pt injury or medical intervention required per spouse of hp.